Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. One unpackaged ar-8827cl-16 batch number 14959488, was received for investigation. The visual evaluation found damage on the screw head hex and flute edges. Measurement of critical head and flutes dimensions cannot be taken because of the damage in the head hex and flutes edges. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event. Refer to investigation photos #1-2.

Event description:
It was reported on 08/25/2022 by a sales representative via email that an ar-8827cl-16 kreulock screw would not screw into plate. This was discovered during a case with no patient harm.